Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the ipp failed to inflate. The existing ipp was explanted and replaced with a new one as a result. There were no reported patient complications.